Event description:
The pt has not used his audio processor for some years and has been suffering from a strong headache on the implanted side of the head for a long time. The pt wishes to be explanted.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval when available, a device failure analysis will be submitted as a follow up report.